Event description:
Dad and registered nurse (rn) doing gastrostomy tube (g-tube) cares. And when removing the tape, they heard a leaking sound and small amount of fluid leaked and g-tube dislodged. A foley was placed while the spare g-tube was located in the patient's drawer. Then the new g-tube was placed and the balloon was filled with water. Medical team was at the bedside at the time. Surgery was notified and responded with 10 minutes. The rn tested the dislodged g-tube with water, and it appears to be leaking.